Event description:
It was reported that a patient underwent an obturator sling procedure treat stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent autologous fascia lata harvest, fascia lata suburethral sling, cystourethroscopy, and urethrostomy repair on (B)(6) 2012. The patient underwent placement of sacral neural modulator (interstim), battery installation, and initial programming of interstim on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abnormal uterine bleeding, pelvic pain, incontinence, difficulty controlling urine, leakage, some hot flashes, irritability, night sweats, urgency, fatigue, and overactive bladder. It was also reported that patient underwent lth/bso by dr. (B)(6) on (B)(6) 2010 with preoperative diagnosis of dysfunctional uterine bleeding, adenomyosis, family history of ovarian cancer, and family history of uterine cancer.

Event description:
It was reported that following insertion the patient experienced abnormal uterine bleeding, pelvic pain, incontinence, difficulty controlling urine, leakage, some hot flashes, irritability, night sweats, urgency, fatigue, and overactive bladder. It was also reported that patient underwent lth/bso by dr. (B)(6) on (B)(6) 2010 with preoperative diagnosis of dysfunctional uterine bleeding, adenomyosis, family history of ovarian cancer, and family history of uterine cancer.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced pain, erosion, extrusion, infection, urinary and bowel problems, dyspareunia and vaginal scarring post implantation. The patient underwent the following revisionary procedures; on (B)(6) 2006 - graft revision and cystoscopy due to suburethral graft erosion. On (B)(6) 2012 - removal of mesh due to dyspareunia, mesh erosion and stress urinary incontinence. (B)(4) - urinary and bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, frequency, urinary tract infection and dysuria.